Manufacturer narrative:
Bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for smeared label marking with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - complaint confirmed. Potential root cause: part caught in the marker interfering with the printing process.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml luer-lok¿ tip had smeared label markings. Found before use. No serious injury or medical intervention noted.